Event description:
Customer complaint: I used this meter for two days. The first day the readings seemed a little off, but they were within reasonable limits. The next morning I woke up and my forst test came back as lo, or under 20. So I took another. The result was suddenly 106. So I took another. 114.